Event description:
Supplement report being submitted due to completion of investigation on 29-nov-2022.

Manufacturer narrative:
PMA 510k #k210476. Device evaluation. The echo-19 devices of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This complaint file was 1 out of 3 opened from the wang 2021 literature paper in relation to the off label use of 15 echo-19 devices of unknown lot number. 378044 (MDR reference number (B)(4) ) - wang 2021 - ¿off label use cst-10 .¿ 378047 (MDR reference number (B)(4) ) - wang 2021 - ¿blockage of stent.¿ 378792 (MDR reference number (B)(4) ) - wang 2021 - ¿off label use echo-19.¿ document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as there was 15 cases of echo-19 used to puncture through the gastric wall and into the fluid collection under eus-guidance which would be considered off label use. (Ifu0101). Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Root cause review: a definitive root cause for the customer complaint could be attributed to off-label use as there was 15 cases of echo-19 used to puncture through the gastric wall and into the fluid collection under eus-guidance which would be considered off label use, as per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Wang, 2021, endoscopic ultrasound-guided drainage in the management of postoperative pancreatic fistula after partial pancreatectomy. All eus-guided procedures were performed with therapeutic linear array echoendoscopes (uct-260, olympus,tokyo, japan) under conscious sedation anesthesia by two experienced endoscopists. Peripancreatic fluid collection was localized by ultrasound endoscopy. After excluding the presence of local blood vessels by using color doppler, a 19g puncture needle (echo-19, cook ireland ltd., limerick, ireland) was used to puncture through the gastric wall and into the fluid collection under eus-guidance. Fluid was aspirated to confirm that the needle tip was in the cavity. A 0.035-inch guidewire (jagwire, boston scientific corporation, united states) was introduced through the needle and coiled within the fluid collection under fluoroscopic guidance. Then, the puncture needle was withdrawn, and a cook cystotome (cst-10, cook ireland ltd.) Was used to puncture the gastric wall and dilate the sinus along the guidewire. Another guidewire was inserted along the cystotome. A 7fr-7 or 7fr-3 double-pigtail plastic stent (zimmon® biliary stent, cook ireland ltd.) Was deployed. The distal end of the stent was gently pushed into the cystic cavity. Next, a nasocystic tube (nbds-b-7/250-p, micro-tech(nanjing) co., ltd., nanjing, china) was inserted into the cavity. If another stent was needed, one more guidewire was inserted, and the nasocystic tube was usually inserted after stent insertion (figure 2). File created to capture off label use of 19g puncture needle (echo-19, cook ireland ltd., limerick, ireland) was used to puncture through the gastric wall and into the fluid collection under eus-guidance. Fluid was aspirated to confirm that the needle tip was in the cavity.

Manufacturer narrative:
510 k # k210476. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.